Event description:
Dobutamine running at 3.6 ml/hr (rate adjusted at (B)(6) 2022 0639) and patient remained bradycardic in 40's from approximately 1900-2300. At 2230 pump alarmed "downstream occlusion". While troubleshooting it was found that the tubing downstream was clamped. When tubing was unclamped pt's hr improved to 60's as patient was actually receiving the medication. No error had alarmed for several hours and tubing was apparently clamped for the extended period of time. Patient's hr remained 50's to 60's going forward. Upstream occlusion alarmed on (B)(6) 2022, 1827 and 2206; no note by staff that this alarmed on baxter large volume pump. Downstream occlusion alarmed (B)(6) 2022, 2219 and cleared by rn. FDA safety report ID # (B)(4).